Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4)

Event description:
This ra lead was explanted and replaced along with the rv lead due to crush. There was also noise on the rv lead and low impedances. No adverse patient events were reported.